Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings.

Event description:
Customer reports that sensor was not working properly. Customer states he ate and tried to correct blood glucose and blood glucose was 300 mg/dl. Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 280 and blood glucose was 40 mg/dl. After troubleshooting, sensor began to function properly. Customer was advised that sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.